Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified volume of an unspecified solution. After an unspecified length of time in use, the tubing separated from the y-site. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.